Manufacturer narrative:
On 01/07/2015, (B)(4), received medwatch #(B)(4) that had been filed with FDA by the (B)(6). This response is both an initial 30 day report and follow-up report to the medwatch for this occurrence. The medwatch was for an issue of sponges shredding threads requiring irrigation and careful examination by surgeon. The sponges are supplied to mai by (B)(4) (the original manufacturer). Per exemption (B)(4), (B)(4) (importer/repackager) is submitting the report on behalf of (B)(4) (manufacturer). (B)(4) immediately opened complaint #(B)(4). Received an actual sample from the same lot on 01/15/2015. During examination of the returned sample, we found one sponge that had a long attached thread which did not meet our acceptance criteria. The complaint lot has been exhausted from our inventory. We examined other lots through statistical sampling and found no abnormalities. We have no other additional complaints on this lot. The non-conforming product was missed during final inspection process. A supplier corrective action request has been issued to the supplier (B)(4) to further address the issue. Our supplier responded that they have retrained their employees. All team members responsible for this product were notified of this complaint for heightened awareness. Mai has entered this issue into our database and will continue to tract for any related trends. There are no trends for this issue at this time.

Event description:
Ref: (B)(4).